Event description:
During f/u, an extended charge time was observed. Three consecutive cap reforms were performed with a slight improvement in the charge times. The decision was made to explant the device.